Manufacturer narrative:
Product ID 37791, serial# unknown, product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (dtc), serial number found the device had broken bottom case-no parts, the connector was bad and it was scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37791, serial# unknown, product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4). Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37791, serial# unknown, product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the patient¿s insr antenna cord was frayed. An email was sent to repair and the patient would be receiving a replacement in the mail. There were no symptoms reported. Additional information was received: it was reported that the patient got their antenna replacement, but they still couldn¿t charge. The last time they were able to charge was a week and a half ago. The patient said their stimulation had been turned off for a week. The patient didn¿t know their doctor¿s name because they got a new doctor. The patient said the recharger was not recharging and it had been plugged in since last night. The battery still showed it as empty and the connector pin looked loose. They said if they pressed the green button the screen was at a pause and went blank. The patient was transferred to repair and would be receiving a replacement in the mail. There were no further complications reported.